Event description:
It was reported that the patient presented in clinic; upon interrogation, the right ventricular lead exhibited high capture thresholds and undersensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.